Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 8p10-22 that has a similar product distributed in the us, list number 8p10-21/-31, with PMA number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity I hbsag qualitative ii for one patient that was not reported out of the laboratory. The following results were provided: sid (B)(6), initial hbsag result= 0.41 s/co (nonreactive); the sample was tested for alinity hbsag confirmatory= reactive; for troubleshooting purposes, the hbsag was performed at another facility (B)(6), result= 0.398 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70314fz00. A device history record review did not identify any non-conformances, potential non-conformances or deviations related to the customer¿s issue. The overall performance of alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the labelling addresses the customer¿s issue. In this case the result from confirmatory testing is suspect. No discrepant results are returned as both alinity I hbsag qualitative ii results returned are negative. The negative results are not in contradiction to patient history. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 70314fz00 was identified.

Event description:
The customer observed a false nonreactive alinity I hbsag qualitative ii for one patient that was not reported out of the laboratory. The following results were provided: sid (B)(6), initial hbsag result= 0.41 s/co (nonreactive); the sample was tested for alinity hbsag confirmatory= reactive; for troubleshooting purposes, the hbsag was performed at another facility ((B)(6)), result= 0.398 s/co. There was no impact to patient management reported.